Event description:
Approx three weeks post-implant, this pt reported to the hosp with a transient ischemic attack with noted carotid stenosis and chronic abdominal distention. One week later the pt expired due to multi-system organ failure. Pt death was attributed to co-morbidities that existed prior to the excluder procedure.